Event description:
On (B)(6) 2012, the patient contacted animas alleging that her basal rate increased without user intervention and she experienced a low blood glucose (bg) of 42 mg/dl with shakiness. The patient reportedly self-treated by eating a bowl of cereal and her bg resolved to 129 mg/dl. The patient stated that her basal rate is 1.0 units/hour, but that the morning of (B)(6) 2012 the home screen showed a basal rate of 1.5 units/hour. The patient confirmed that she only uses one basal program and that she did not go in and change her basal rate. A review of the total daily dose history indicated that the patient had received 13.5 units during the course of 11 hours for (B)(6) 2012, which is 1.5 units more than expected for the 1.0 unit/hour basal program that she uses. A review of the total daily dose history indicated that on (B)(6) 2012 the patient received a total of 25.15 units instead of the expected 24 units. The basal history indicated that the patient's basal rate was 0.0 units/hour at 5:17am and at 5:20 am on (B)(6) 2012, but that at 2am the basal rate was 1.5 units/hour. This complaint is being reported because the patient allegedly experienced hypoglycemia after the pump allegedly over-delivered insulin without user intervention.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no pump conditions or alarms representing a malfunction were recorded in the alarm history or the black box. The total daily dose for (B)(4) 2012 correctly reflected the user's programmed basal rates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was tested on a 29 hour flow accuracy test and was found to be delivering within the required specifications. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.